Event description:
On (B)(6) 2022 a patient received 1.2 cc of revanesse lips + in her upper and lower lips. At the same appointment she also received restylane defyne and juvederm ultra injections however the locations were not disclosed. There were no adverse events at the time of injection. There were no symptoms, reactions or concerns with the patients lips at any time. No past medical history was provided. Approximately 3 weeks later the patient noticed a rash with erythema in her periocular and para-nasal regions. There were no complaints or concerns with her lips. The patient was treated with prednisone, triamcinolone (both steroids), valtrex and pepcid. There was no history provided regarding products or cosmetics the patient was using on her face. The rashes waxed and waned for 4-6 weeks. The 12 photos provided showed a dermatitis that had the appearance of perioral dermatitis with a differential of contact dermatitis. The photos showed no erythema, swelling, rashes or nodules involving the lips. The aesthetic lip results were very good. The clinical complaint has been adequately investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no previous clinical complaints have been found for the particular lot number in question. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Internal complaint number: (B)(4).

Manufacturer narrative:
The batch record (16 sep 2021), qc test reports, and qc final inspection review check list were analysed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 21k046 was verified and has been confirmed to be released by the company. The batch record, qc test reports, and training of staff were analysed and it had been determined that product is within required specifications, and manufactured according to the appropriate procedures. The batch records and rest of the reports for this lot had passed all tests and a check of the ncr log for this lot number has produced zero results for this lot number. The check on the deviation log had produced zero results for this lot number as well. The certificate of analysis (coa) of this lot shows that all testing performed on the product has passed. No other clinical complaints were found associated with this lot number.